Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of five in peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting it was it was found that there was a loose connection. The technical service representative assisted in clearing the alarm. The technical service representative advised the care giver that they will need to start over with all new supplies or use manual supplies to complete therapy. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.